Event description:
International affiliate reports the rod broke at the rod/rod holder interface during minimally invasive surgery while the surgeon was trying to maneuver the rod through closed extensions. The rod was retrieved from the patient and screw depths were adjusted before inserting a new rod through mini open incisions that were performed over each screw. The difficulty resulted in the need to convert to the mini open incisions and resulted in a delay of sixty minutes. The rod was discarded by the hospital.

Manufacturer narrative:
The device was discarded by the customer. No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. Without a product sample, we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. At this time, the complaint is considered to be closed.